Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and it was found that the cable insulation has kinks. Additionally, there was discoloration and deformation on the top cover. Based on the device evaluation, it is highly likely that the unit was incorrectly/insufficiently reprocessed. Recommending cable and charge coupled device unit to be replaced. The device was serviced and returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the picture on the device is yellow. The reporter confirmed there is no patient harm associated to this report. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide new information from the original equipment manufacturer (OEM) investigation. A review of the device history record (DHR) confirmed the subject scope was shipped in accordance with specifications via DHR. Labeling review of ch-s190-08-lb instruction manual (revision 20), reprocess is described below: after use, reprocess the device according to the ""cleaning, disinfecting, and sterilization operation manual"" before storing the device. Inadequate or incomplete reprocess or improper storage could result in infection, device damage, or degraded functionality.". An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause is suspected as a possibility of (1)incorrect reprocess may have caused the ccd unit to malfunction, causing the images to turn yellow (2) the top cover may have been distorted or discolored due to an incorrect reprocess (3) it is considered that the cable was insulated due to the twisting of the cable (4) the focus ring may have been loose due to an incorrect reprocess or an unexpected external force. The root cause could not be determined; however, olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide new information from the original equipment manufacturer (OEM) investigation. A review of the device history record (DHR) confirmed the subject device was shipped in accordance with specifications via DHR. Per labeling review ch-s190-08-lb instruction manual (revision 20), reprocess is described below.: after use, reprocess the device according to the ""cleaning, disinfecting, and sterilization operation manual"" before storing the device. Inadequate or incomplete reprocess or improper storage could result in infection, device damage, or degraded functionality.". An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The possible root causes are (1) incorrect reprocessing may have caused the device to malfunction, causing the images to turn yellow (2) the top cover may have been distorted or discolored due to an incorrect reprocess (3) the cable was insulated due twisting of the cable (3) the focus ring may have been loose due to an incorrect reprocess or unexpected external force. The exact root cause could not be determined however; olympus will continue to monitor complaints for this device.